Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. .

Event description:
The complainant alleged that the sterility of the package was compromised as a result of the stop cock puncturing through the package . This product problem was noted prior to patient contact.